Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of post-paced t wave oversensing via (B)(4). The oversensing was noted on the ventricular lead on a stored egm. Programming changes were recommended.